Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Implant date - approximately 4 years prior to revision procedure. Concomitant medical products: medacta quadra h stem: p/n unknown, l/n unknown; unknown ceramic liner: p/n unknown, l/n unknown; unknown ceramic head: p/n unknown, l/n unknown.

Event description:
It was reported that a patient was revised approximately 4 years post-implantation due to groin pain and aseptic loosening of the acetabular cup. During the procedure, metal debris from the acetabular cup screw was noted on the backside of the liner. The acetabular cup, screws and liner were removed and replaced. Attempts to obtain further information have been made; however, none is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.